Event description:
It was reported that bd alaris texium secondary set had components separate. The following information was provided by the initial reporter: " it was reported that the tubing came apart when removing tubing from packages. "

Manufacturer narrative:
H.6. Investigation: one sample was received for quality investigation. The customer complaint of separation other component - no leak was verified by visual inspection. Visual inspection of the sample received showed that the tubing had separated from the drip chamber. Further examination under magnification showed that there was a lack of adhesive at the drip changer and tubing joining location. A device history record review for model 40000-07t lot number 20095694 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for the misassembly issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project, CAPA#33974230, to examine how to prevent future occurrences of this type. A complaint history check was performed and this is the 10th related complaint reported with the defect/condition of separation other component - no leak with lot #20095694 regarding item #40000-07t. H3 other text : see h.10.

Event description:
It was reported that bd alaris texium secondary set had components separate. The following information was provided by the initial reporter: " it was reported that the tubing came apart when removing tubing from packages. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.